Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Two days prior to peritonitis onset, it was reported that the patient experienced an unspecified device manipulation issue at the patient¿s home which was associated with the peritonitis event (no further detail was provided). Subsequently, the patient experienced peritonitis and was admitted to the hospital for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). No further detail was provided regarding the outcome of the peritonitis event. At the time of this report, pd therapies were ongoing. No additional information is available.